Event description:
On (B)(6) 2011, the patient reported experiencing elevated blood glucose of up to 500 mg/dl and bent infusion set cannulas. His normal blood glucose range is 70-150 mg/dl. The infusion set had been in use for 12 hours when he noticed elevated blood glucose. There was no insulin leakage. He changed the infusion set to lower his blood glucose. He stated he received the infusion sets "a long time ago" and did not begin using them until 2 weeks ago. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.